Event description:
The customer reported that the rotor of the statspin express 4 centrifuge broke during operation, resulting in broken rotor pieces to fly out of centrifuge. The customer also indicated that the centrifuge cover, shield and housing became detached from the assembly. The customer confirmed there was no injury, exposure or death associated to this event.

Manufacturer narrative:
A beckman coulter customer technical support specialist (cts) assisted customer troubleshoot over the phone. The customer reported that the rotor of the statspin express 4 centrifuge broke during operation, resulting in broken rotor pieces to fly out of centrifuge. The customer also indicated that the centrifuge cover, shield and housing became detached from the assembly. The customer confirmed there was no injury, exposure or death associated to this event. Cts recommended customer repair or replacement of the rotor to resolve the issue. Section h6 component code 4756 is used for rotor assembly. The beckman coulter identifier is (B)(4).